Manufacturer narrative:
(B)(4). Batch # r92m3w. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. The device was tested with the test media and performed as expected, no anomalies were noted. There were no anomalies noted with the functionality of the device. Although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The instrument was disassembled to inspect the internal components, no evidence was found that could have caused the reported activation issues. However, the closure indicator was broken and not making contact with the moving trigger. It could not be determined what may have caused the reported incident of cutting and coagulation were not working. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology and surgical technique. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
Cutting and coagulation were not working. Patient consequence? :unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes.